Event description:
This unsolicited case from (B)(6) was received on 09- may-2017 from a physician (orthopedist). This case concerns a (B)(6) male patient who initiated treatment with synvisc and after 1 day experienced pain and swelling in the right groin and after 2 days experienced difficulty walking. The patient had right coxarthrosis and was receiving treatment at his own expense. No past drug, concomitant medication or concurrent condition was reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc injection at a dose of 2 ml (frequency, batch/ lot number and expiration date: not provided) into unspecified location for right coxarthrosis. From the following morning (on (B)(6) 2017), 1 day after the injection, the patient had heaviness in the right groin (onset of pain and swelling in the right groin). The patient received unspecified treatment for the events. Synvisc was discontinued due to the events (the drug was given only once on (B)(6) 2017). On (B)(6) 2017, 2 days after the injection, the patient started to have difficulty walking. The same day, c-reactive protein (crp) was 0.56 mg/dl and white blood cells (wbcs) were 6800/mcl. On (B)(6) 2017, the symptoms improved. On (B)(6) 2017, the events resolved. The same day, crp was 0.06 mg/dl and wbcs were 7000/mcl. Action taken: permanently discontinued. Corrective treatment: unspecified treatment for pain in the right groin, swelling in the right groin; not reported for difficulty walking. Outcome: recovered for all the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Diagnosis: pain in the right groin. Reporting orthopedist's seriousness assessment: serious (medically significant). Reporting orthopedist's causality assessment: highly probable. Diagnosis: swelling in the right groin. Reporting orthopedist's seriousness assessment: serious (medically significant). Reporting orthopedist's causality assessment: highly probable. Additional information was received on 17-may-2017. Ptc results were added and the text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 17-may-2017: follow up information received does not changes previous case assessment. Sanofi company comment dated 12-may-2017: this case concerns a patient who received treatment with synvisc for right coxarthrosis and later experienced pain and swelling in the right groin with difficulty walking. On the basis of close temporal relationship and reaction site, the events have been assessed as related to the suspect product. Furthermore, the reporting orthopedist has assessed the events as related to suspect product.

Event description:
This unsolicited case from (B)(6) was received on 09- may-2017 from a physician (orthopedist). This case concerns a (B)(6) male patient who initiated treatment with synvisc and after 1 day experienced pain and swelling in the right groin and after 2 days experienced difficulty walking. The patient had right coxarthrosis and was receiving treatment at his own expense. No past drug, concomitant medication or concurrent condition was reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc injection at a dose of 2 ml (frequency, batch/ lot number and expiration date: not provided) into unspecified location for right coxarthrosis. From the following morning (on (B)(6) 2017), 1 day after the injection, the patient had heaviness in the right groin (onset of pain and swelling in the right groin). The patient received unspecified treatment for the events. Synvisc was discontinued due to the events (the drug was given only once on (B)(6) 2017). On (B)(6) 2017, 2 days after the injection, the patient started to have difficulty walking. The same day, c-reactive protein (crp) was 0.56 mg/dl and white blood cells (wbcs) were 6800/mcl. On (B)(6) 2017, the symptoms improved. On (B)(6) 2017, the events resolved. The same day, crp was 0.06 mg/dl and wbcs were 7000/mcl. Action taken: permanently discontinued. Corrective treatment: unspecified treatment for pain in the right groin, swelling in the right groin; not reported for difficulty walking. Outcome: recovered for all the events. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Diagnosis: pain in the right groin: reporting orthopedist's seriousness assessment: serious (medically significant); reporting orthopedist's causality assessment: highly probable. Diagnosis: swelling in the right groin: reporting orthopedist's seriousness assessment: serious (medically significant); reporting orthopedist's causality assessment: highly probable. Pharmacovigilance comment: (B)(4) comment dated 12-may-2017: this case concerns a patient who received treatment with synvisc for right coxarthrosis and later experienced pain and swelling in the right groin with difficulty walking. On the basis of close temporal relationship and reaction site, the events have been assessed as related to the suspect product. Furthermore, the reporting orthopedist has assessed the events as related to suspect product.

Event description:
This unsolicited case from (B)(6) was received on 09- may-2017 from a physician (orthopedist). This case concerns a (B)(6) male patient who initiated treatment with synvisc and after 1 day experienced pain in the right groin (the right hip joint) and swelling in the right groin (the right hip joint) and after 2 days experienced difficulty walking. The patient had right coxarthrosis and was receiving treatment at his own expense. No past drug, concomitant medication or concurrent condition was reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc injection at a dose of 2 ml (frequency, batch/ lot number and expiration date: not provided) into unspecified location for right coxarthrosis. From the following morning (on (B)(6) 2017), 1 day after the injection, the patient had heaviness in the right groin (onset of pain and swelling in the right groin). The patient received unspecified treatment for the events. Synvisc was discontinued due to the events (the drug was given only once on (B)(6) 2017). On (B)(6) 2017, 2 days after the injection, the patient started to have difficulty walking. The same day, c-reactive protein (crp) was 0.56 mg/dl and white blood cells (wbcs) were 6800/mcl. On (B)(6) 2017, the symptoms improved. On (B)(6) 2017, the events resolved. The same day, crp was 0.06 mg/dl and wbcs were 7000/mcl. Action taken: permanently discontinued. Corrective treatment: unspecified treatment for pain in the right groin (the right hip joint), swelling in the right groin (the right hip joint); not reported for difficulty walking outcome: recovered/ resolved for all the events a pharmaceutical technical complaint (ptc) was initiated with (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Pain in the right groin (the right hip joint). Reporting orthopedist's seriousness assessment: serious (medically significant). Reporting orthopedist's causality assessment: highly probable. Swelling in the right groin (the right hip joint). Reporting orthopedist's seriousness assessment: serious (medically significant). Reporting orthopedist's causality assessment: highly probable. Additional information was received on 17-may-2017. Ptc results were added and the text was amended accordingly. Additional information was received on 24-may-2017 from orthopedist. Event verbatim of pain in the right groin was updated to pain in the right groin (the right hip joint) and verbatim of swelling in the right groin was updated to swelling in the right groin (the right hip joint). Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 24-may-2017: this case concerns a patient who received treatment with synvisc for right coxarthrosis and later experienced pain and swelling in the right groin (right hip joint) with difficulty walking. On the basis of close temporal relationship and reaction site, the events have been assessed as related to the suspect product. Furthermore, the reporting orthopedist has assessed the events as related to suspect product. Sanofi company comment for follow up dated 24-may-2017: follow up information received does not changes previous case assessment.